Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported the patient woke up and ¿felt bad¿. It was also reported the patient¿s wearable failed, but it was not clarified when during the event the patient became aware of the failure. The patient was also wearing an omnipod insulin pump. The patient was taken to the ER (it was not specified by who) where her bg meter reading was 300 mg/dl and she was diagnosed with dka. The patient was admitted to the ICU and was treated with an IV insulin drip. The patient was discharged from the hospital on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.